Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device remains implanted.

Event description:
Patient sent email message to depuy synthes spine¿s director of communications asking if there had been any problems with vg2 allograft because she had back surgery and ever since then has been having problems with screws in her back. No information has been provided regarding the nature of the problems with the screws. Additionally, the screw product descriptions, product codes, lot numbers, and quantities are unknown. A written request was sent to the patient via email requesting additional information and clarification. However, the requested information has not been provided. This medwatch report is being submitted for the event involving depuy synthes spine screws. Note: depuy synthes spine is a distributor for vg2 allograft material. The manufacture of vg2 allograft, lifenet health, has been made aware of this reported event.